Event description:
It was reported that following a novasure endometrial ablation on (B)(6) 2013 the patient began to have pain the next day and was admitted to the hospital the following day, on (B)(6) 2013. On (B)(6) 2013, it was reported her white blood cell (wbc) count was 15,00, no cultures were taken. The physician "believes she has some sort of infection" and treatment included intravenous (IV) antibiotics (medication unknown). The patient was discharged home on (B)(6) 2013.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot record review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse event: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).